Event description:
The customer reported that, during reprocessing, angulation on the subject device was reduced. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported issue (reduced angulation) was confirmed during testing. Angulation in the up direction was out of specification due to wear of the angle wire. In addition, the adhesive on the bending section cover was detached, the connecting tube was wrinkled due to chemical stress, there were scratches on multiple parts of the device, the forceps channel port was dented, the angulation knobs were dirty, the play in the up/down angulation knob was out of specification due to wear of the angle wire, the plastic distal end cover was dirty, and the light guide lens was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps elevator did not assumably move due to forceps elevator wire cut and therefore reprocessing steps were not completely conducted. As a result, foreign material may have remained on forceps elevator and around there. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.